Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. In the case of this complaint it possible that the main coil stretched due to some handling issues or procedural factors encountered during use as a result of which snare was used for removing the coil out of patient, possibly leading to the reported issues. However, it cannot be confirmed. Based on the information currently available the exact cause for the reported event cannot be determined. Subject device is not available.

Event description:
It was reported that the main coil (subject device) stretched. The stretched coil was removed from the patient using a goose neck snare. There were no clinical consequences to the patient.